Manufacturer narrative:
On 18-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of sheath roughness was encountered. It was reported by the caller that while trying to advance the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium within in patient, the physician noticed excess resistance. The physician removed the sheath from the patient and examined the sheath. The caller noted that the physician stated that the distal tip of the sheath had a noticeable rough physical "step up or malformation" that wasn't allowing the sheath to be advanced within the vasculature. The bwi representative exchanged carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The distal tip of the sheath was reviewed in detail and no anomalies were found. A dimensional inspection was performed, and the device passed within specifications. The dilator and a good known lab sample catheter were introduced through the sheath, and no resistance was felt. No obstructions were detected. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 8-aug-2023, it was noticed the lot # was inadvertently omitted from field d4. Lot of the 3500a supplemental (follow-up) # 2. The lot # was verified during the product evaluation process. As such, the lot # has now been added to the field.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of sheath roughness was encountered. It was reported by the caller that while trying to advance the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium within in patient, the physician noticed excess resistance. The physician removed the sheath from the patient and examined the sheath. The caller noted that the physician stated that the distal tip of the sheath had a noticeable rough physical "step up or malformation" that wasn't allowing the sheath to be advanced within the vasculature. The bwi representative exchanged carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue was resolved. The case continued. There was no patient consequence. Additional information received described the sheath as not smooth at the tip, and looked malformed, but unsure if it was rough or non-slippery. The internal mechanism was not exposed. There were no lifted or damaged electrodes and a baylis needle was used.